Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a history of having its smart pass feature deactivated due to the presence of low amplitude morphology measurements. Additional information provided from the field indicated the patient later received an inappropriate shock. Review of the treated episode noted the presence of t-wave oversensing, potential p-wave oversensing, and noise. Boston scientific technical services provided troubleshooting options to the field. Testing of the system was able to reproduce noise and the s-ICD was reprogrammed to a different sensing vector. X-ray imaging did not show any movement of the system, and the location is the same as implant. The s-ICD remains in service and no adverse patient effects were reported.